Manufacturer narrative:
(B)(4). Returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The outer shaft showed no damage. A .035 amplatz test guidewire was inserted into the device. The guidewire transcended through the device with no restrictions or hesitations. The inner shaft showed a kink approximately 2cm from the tip. The stent which was returned in the device was partially deployed approximately 1.9cm from the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable on analysis completed on 17oct2017. It was reported that difficulty advancing the catheter over the wire and a shaft kink occurred. An epic 9x80x120 was selected to treat the iliac artery. The physician experienced difficulty advancing the stent delivery system over a .035" guidewire as a shaft kink was observed on the delivery system. This occurred outside of the patient. Another epic was used to complete the procedure and no patient complications were reported. The patient's condition was stable post procedure. However returned analysis revealed the stent was partially deployed.